Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. An imp,tsv,4.1mm,sbm,11.5 was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage with bone/debris and a fracture at the collar. Also, an associated product unk removal too has been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. The reported device location was #4 and was used for approximately 2 years and 5 months. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63680881) for similar event and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier, age at time of the event, gender, weight unknown / not provided. Expiration date unknown / not provided. Email address unknown / not provided.

Event description:
Doctor reported implant fracture.